Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported event of no aiming beam was confirmed as analysis identified a break in the fiber body between the control knob and input connector. The fiber did not exhibit any signs of usage. It is probable that the fiber break occurred due to excessive manipulation/force applied to the fiber during setup prior to the procedure. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. According to the instructions for use, the fiber should not be bent at sharp angels as this may result in damage to the fiber. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a break in the fiber body between the control knob and the input connector. There were no signs of debris adhesion on the metal cap or devitrification of the glass cap. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted identified the aiming beam appeared at the location of the break. No aiming beam appeared at the output window. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Caution: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: based on analysis results, a probable cause of unintended use error caused or contributed to event was assigned to this investigation. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, there was no aiming beam from the fiber after the fiber was attached to the console. The fiber was replaced, and the procedure was completed using the second fiber without any complications to the patient. The fiber was returned and analysis identified a break in the fiber body between the control knob and input connector.